Event description:
It was reported a 69 yo male patient, initial right shoulder implanted in (B)(6) 2024, underwent a revision procedure in (B)(6) 2025, approximately 3 months post the initial procedure. The patient was revised due to instability. They were dislocating and the surgeon¿s findings after removal of the liner, tray and glenosphere, was that there was some bone impinging the liner on the glenoid side. The bone was removed and the surgeon re-trialed and upsized the tray and liner. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return. They were discarded at the hospital. No device images were obtained. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6), 300-01-17 - equinoxe humeral stem primary press fit 17mm; (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere; (B)(6), 320-42-00 - equinoxe reverse 42mm humeral liner +0; (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder instability/dislocation and subsequent revision reported cannot be conclusively determined; however, it may be related to the reported boney impingement. Additional contributions may be from soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.